Event description:
Multiple reports of power sonic battery pack on rubbermaid med solutions work station on wheels overheating, resulting in noxious smell on unit. Batteries are being replaced on units as this smell has occurred several times in facility.====================== manufacturer response for workstation on wheels, rubbermaid (per site reporter)======================efforts are underway to replace batteries on all units.